Event description:
It was reported that the user observed brief gaps in the ilet glucose data while using a dexcom g7 continuous glucose monitor (cgm), which were explained as intermittent signal loss between the cgm and the ilet that subsequently reconnected without intervention. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical treatment. User support included review of device performance through user interview and troubleshooting education focused on cgm-to-pump communication and environmental factors that can interrupt bluetooth connectivity. Investigation of this case revealed a transient loss of cgm communication to the ilet with automatic reconnection, consistent with expected wireless signal interruption, and no indication of device hardware or component failure. It was concluded, based on previously established findings for similar reports, that the cause was environmental or situational interruption of wireless communication.

Manufacturer narrative:
Initial.